Event description:
The user facility reported after a procedure was completed with a patient still on the table, the o.r staff attempted to reposition the patient's legs when the table rotated. The facility stated the two foot end floor lock feet were not engaged as the feet were observed to be slightly off of the ground. There was no report of injuries or procedural delays/cancellations.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician evaluated the subject table at the user facility's location. The technician found that the floor lock manifold was not maintaining pressure to the floor lock cylinders. The technician inspected the floor lock manifold and found no evidence of hydraulic fluid leakage in/from the manifold. The technician replaced the manifold assembly and returned the original manifold to steris's manufacturing facility for evaluation. Upon receipt of the returned floor lock manifold, steris engineering installed the manifold into a test table and evenly distributed 300 pounds of test weight across level tabletops. The table was evaluated for 6 days. Throughout the testing analysis, the floor lock feet were monitored for any sign of retraction or leaking. At the conclusion of testing no faults were found with the floor lock manifold. The table remained locked to the floor and the hand control indicated the table was in the locked position. The issue reported by (B)(6) hospital could not be duplicated. The subject table was also returned to steris. The table was then sent to the floor lock manifold supplier for analysis of the floor lock cylinder. The supplier analysis included long-term table testing which utilized different load amounts and table positions. At the conclusion of testing no indications of the table unlocking or retracting of the floor lock cylinders were detected. No further issues have been reported.